Manufacturer narrative:
(B)(4)

Event description:
A pt had a possible abscess near or around the pump. The pt was going to have surgery, and a physician intended to program the pump to a minimum set rate or "stopped mode" prior to the surgical procedure. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, and will be provided in a f/u report as it becomes available.